Manufacturer narrative:
Per the clinic, the patient experienced an infection at the incision site (specific date not reported). Subsequently, oral and topical antibiotics were administered (specific date and duration not reported). The symptoms resolved.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.